Manufacturer narrative:
Product event summary: analysis confirmed the stated reason for return of broken casing where the wire enters the case causing a loose connection. The incoming test could only be performed after replacing the patient connector in the ventricular channel. It was additionally noted that the unit was missing its ring and ring cover and that the lower case was damaged. The incoming test was performed on automated test console ts4 and passed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular port casing on the external pulse generator was broken, making the wire loose when it is plugged into the generator which then causes errors with the generator. The generator has not been returned for service. There were no patient complications reported as a result of this event. It was further reported that the product was returned for service.